Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener. The subject device has been discarded by the user facility. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ should additional information be provided, a supplemental MDR will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair procedure on (B)(6) 2021, the surgeon used a bard/davol optifix straight fixation device to fixate a bard/davol 3dmax mesh at cooper's ligament. As reported, the device deployed a broken fastener during the first attempt, which was removed. As reported, the device was removed from the patient's body and dry-fired during when it deployed 4 broken fasteners. As reported, the device was inserted into the patient and fixation was achieved by successfully deploying four fasteners. There was no reported patient injury, and only an inconsequential delay to remove the first broken fastener. The surgeon is an experienced user of the optifix fixation device.